Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: water supply volume did not meet the standard value and water removal ability did not meet the standard value due to clogging of the nozzle; bending angle in up direction does not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of the angle wire; adhesive on bending section cover had a chip and crack; switch 2, grip, scope cover, switch box, suction connector, protector of universal cord on suction connector side, lock engagement lever, protector of universal cord on control section, free-engage knob, upward/downward angulation control knob, right or left knob, control unit and universal cord had a scratch; suction connector had corrosion; forceps channel port and suction cylinder was shaved; control unit had discoloration; and electrical connector had discoloration due to water leakage. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. There were no abnormalities in the accessories used. The customer does not know if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air or water flow that was weak or ineffective. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.